Event description:
It was reported at patients two week post op follow up, high thresholds and intermittent capture were observed. When repositioning was unsuccessful, the lead was explanted and replaced.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated, but not yet begun.